Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include nexium, wellbutrin, cimetidine, prednisone, and benadryl. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. CT images were received by gore from the facility and an imaging evaluation was performed. Two time-points were available for evaluation: pre-implantation cta dated (B)(6) 2016 and post-implantation cta dated (B)(6) 2016. The celiac and superior mesenteric arteries appeared to be covered by implanted device(s) on the post-implantation imaging dated (B)(6) 2016. Total treatment length (as measured along the outer curve of the descending thoracic aorta) appeared to be approximately 25cm. The also appeared to be approximately 2cm of overlap between the gore® tag® devices. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2016, the patient was implanted with two conformable gore® tag® thoracic endoprostheses [tgu373710/14383477 (proximal) and tgu343420/14734286 (distal)] to treat a descending thoracic aortic aneurysm. The distal end of the graft was reportedly landed at the proximal origin of the celiac artery. After ballooning, final angiography reportedly revealed satisfactory graft position with no evidence of endoleak. The patient tolerated the procedure. On (B)(6) 2016, computed tomography (CT) scan reportedly identified a dissection extending distally from the celiac artery into the infrarenal aorta. The cause of the dissection is not known. Possible occlusion of the celiac artery was also noted. It was unclear if this observation was due to improper device placement or the dissection. No re-intervention procedure has been planned or scheduled. The physician will continue to monitor the patient.